Event description:
During a phone call on (B)(6) 2012 with product surveillance regarding an unrelated alarm, the home patient (hp) stated that they were currently in the hospital with peritonitis. Product surveillance spoke to the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2012 regarding this peritonitis event. The pdrn confirmed that the hp is currently in the hospital with peritonitis. The pdrn was unable to confirm any specific dates and did not have any laboratory results available to her at this time. The pdrn stated that there was no known cause that led up to this event. Product surveillance contacted the peritoneal dialysis registered nurse (pdrn) again on (B)(6) 2012 for additional information. The pdrn stated that the peritoneal effluent culture results were positive for e. Coli. The pdrn stated that the homepatient (hp) was released from the hospital on (B)(6) 2012. The pdrn was unable to provide any additional information regarding this peritonitis event. The hp is recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 2 of 2 involved in this peritonitis event. The sample is not available. A batch review was conducted on potentially associated lots and no issues were found related to the reported condition during the manufacture of those lots. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.